Manufacturer narrative:
A ge rep evaluated the system and cleaned the intake air filters and reloaded software. System operates as intended. (B) (4)

Event description:
Customer reported that the system will not display images. No pt injury was reported.